Event description:
Reporter noted incorrect calculation resulting in wrong iol implanted for two patients. This patient's iol was found to be off by a difference of 7 diopters. No intervention reported.